Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was 24 mmol/l, which was treated via manual insulin injection. It was suggested that the customer might have been laying on top of their site while sleeping. The customer will change their infusion set and reservoir. No products were returned or replaced.